Event description:
It was reported that shortening of the stent and stent damage occurred. The target lesion was located in the right coronary artery. An unspecified size promus element plus stent was deployed to treat the target lesion. An unspecified balloon catheter was used for post dilation. When trying to retrieve the filterwire, the proximal edge of the stent was shortened. The procedure was completed by post dilating a 5mm quantum maverick balloon catheter and the implant of this device. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).